Event description:
It was reported via stelobot that a skin reaction occurred. It was reported that the customer experienced a skin reaction consistent with cellulitis at a sensor insertion site. The sensor had been inserted in the arm on an unspecified date. The event occurred on (B)(6) 2026, when the patient developed cellulitis accompanied by pain at the insertion site. He consulted a physician, who prescribed an oral antibiotic, doxycycline, to be taken twice daily for one week. Following completion of treatment, the affected area fully healed. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional event or customer information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).